Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display segment on led display was dim for thirteen large volume pump modules, and therefore, will be replaced.

Event description:
It was reported that allegedly the display segment on led display was dim for thirteen large volume pump modules, and therefore, will be replaced.

Manufacturer narrative:
The reported issue of dim segments was confirmed on the returned display board. Physical inspection noted each board was performed and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 13 out of 13 of the returned lvp display board assemblies with dim segments. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only an lvp display board assembly was provided for investigation.